Event description:
As reported: an embolization procedure was performed for a middle cerebral artery aneurysm, which measured 5.1 mm in width and 3.7 mm in height. A 6-3 web device was selected and deployed. Subsequent attempts at detachment were carried out, but the first two attempts failed to achieve successful detachment. Two brand-new detachment controllers were replaced, yet detachment still could not be accomplished. The web device was then withdrawn, and another 6-3 web device was substituted and deployed.

Manufacturer narrative:
The investigation of the returned web system found the pusher broken at the hypotube-to-connector junction. No signs of thermal activation using a detachment controller were observed on the heater coil. As the pusher was returned broken, this investigation could not test for or assess the continuity and resistance of the pusher circuit to determine if a condition existed that would have caused or contributed to the reported detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's tensile strength.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation. However, the device has not yet been received for evaluation; the alleged product complaint could not be confirmed. If the device is received on a later date, an investigation will be conducted and a supplemental report will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: an embolization procedure was performed for a middle cerebral artery aneurysm, which measured 5.1 mm in width and 3.7 mm in height. A 6-3 web device was selected and deployed. Subsequent attempts at detachment were carried out, but the first two attempts failed to achieve successful detachment. Two brand-new detachment controllers were replaced, yet detachment still could not be accomplished. The web device was then withdrawn, and another 6-3 web device was substituted and deployed.